Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the contact reported that the medication would not flow. The tubing set was replaced and the therapy resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.